Event description:
Pump malfunction. Device would not release insulin therefore resulted in emergency room visit. The insulin pump is giving the error message alarm=call service no delivery 050-0001 remove battery to silence alarm. After many attempts to remove and re-insert battery including replacing the battery, would not fix problem. Called customer service, was unable to repair pump and stated "must be replaced." This is 5 pumps within one year. Last resulted in ICU stay due to was not delivering insulin however no alarm given. Present gives alarm however not delivering insulin, resulting in emergency room visit.